Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump suspended itself without user intervention. The reporter stated that the suspend history showed that the pump was suspended at 5:46 pm; the reporter resumed the pump at 5:47 pm. This report is made based on the allegation that the pump suspended itself without user intervention.

Manufacturer narrative:
The pump has been returned to animas for evaluation but evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is completed a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the reported 'suspend' issue was verified in pump history but not duplicated during testing. The pump was exercised for 24 hours without suspending or any alarms occurring. A bg check and an 'ezbg' bolus were successfully performed using a test meter without alarms or having any issues with suspending. The pump was suspended during testing and the pump emitted the appropriate audio and visual suspend alert.